Event description:
The MFR received info alleging a ventilator's batteries would not hold a charge. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure of the device to power on was observed. The device's power mgmt board was replaced to address the issue.